Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced back pain and unexpected stimulation despite the system indicating it was off; patient feeling like device is not working. The patient described feeling the stimulation internally as if it was active, even after attempting to turn it off. The patient confirmed the stimulation was on after pressing the on/off button. The patient was redirected to their healthcare provider for further evaluation and was provided with a list of physicians for consultation. The patient scheduled a doctor's appointment to address the issue.